Event description:
It was reported that the patient¿s ilet was turned off when the patient ran out of insulin overnight, resulting in pump disconnection and persistent low-insulin alarms; the patient self-administered 5 units of rapid-acting insulin and later reconnected to the system with assistance, including troubleshooting a tubing fill without visible drops near 100 units and a delayed sensor reconnection. Symptoms included hyperglycemia associated with missed meal announcements and a higher cgm target, with occasional hypoglycemia episodes that the patient treated with oral carbohydrates. Outcomes included device reconnection, target adjustment to usual, successful tubing fill, and education on meal announcements, supply changes, and use of correction features. Investigation included clinical review of recent glucose metrics, user counseling on workflow for supply changes, and technical troubleshooting by support personnel. Investigation of this case revealed user-related factors, including running out of insulin, missed meal announcements, and supply-change difficulties that prolonged change time, along with transient connectivity issues during sensor reconnection and an initially absent drop observation during tubing fill that resolved with guidance. It was concluded, based on previously established findings for similar reports, that the cause was user handling and use error related to supply management and timely meal announcements, with no confirmed device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.